Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of post-sensed t wave oversensing were observed on the right ventricular channel. Technical services recommended that the physician treat the underlying cause of the patient's premature ventricular contractions to resolve the issue. The patient experienced no adverse consequences and will continue to be monitored.